Manufacturer narrative:
Corrected field: h6. Impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance high out range on the right ventricular (rv) lead. Technical services (ts) was consulted and suspected of underinsertion or calcification present in the coil; however, it hasn't been confirmed. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance high out range on the right ventricular (rv) lead. Technical services (ts) was consulted and suspected of underinsertion or calcification present in the coil; however, it hasn't been confirmed. No adverse patient effects were reported.